Event description:
The patient developed sepsis/septicemia and septic shock. The organism was identified as methicillin-resistant staphylococcus aureus. The crt-d system was explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2). Ref reports: mw5146776 and mw5146777.